Event description:
It was reported to resmed (B)(4) that a system fault occurred on an astral device during incoming inspection at the distributor site. This resulted in an alarm notifying the user of the error message. The device was not used on a pt when the fault occurred, therefore, there was no pt involvement.